Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had subcutaneous emphysema on the left chest wall, related to the seven reloads and staplng device.

Event description:
According to the reporter, post operatively, on a video-assisted thoracoscopic resection lobectomy, the patient had subcutaneous emp hysema on the left chest wall, related to the seven reloads and stapling device.

Manufacturer narrative:
Correction on previously submitted date. Aware date should be august 06, 2019. If information is provided in the future, a supplemental report will be issued.